Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). It was also reported that one of the coils had protruded/perforated through her uterus. The migrant coil was removed. Both events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Uterine/fallopian perforation with essure may also occur, most often during insertion. In this case, no alternative explanation was given for heavy bleeding. The exact date and mechanism of uterine perforation was not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected, as the report was received via the local regulatory authority.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5066638) on 29-dec-2016 and was forwarded to bayer on 29-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("one of the coils had protruded/perforated through her uterus") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In 2013, the patient experienced genital haemorrhage (serious criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and ovarian cyst ("ovarian cysts (left and right ovary)"). On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (the migrant coil was removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, back pain and ovarian cyst outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, abdominal pain, back pain and ovarian cyst to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). It was also reported that one of the coils had protruded/perforated through her uterus. The migrant coil was removed. Both events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Uterine/fallopian perforation with essure may also occur, most often during insertion. In this case, no alternative explanation was given for heavy bleeding. The exact date and mechanism of uterine perforation was not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information is expected, as the report was received via the local regulatory authority.